Event description:
Foley catheter released fluid into syringe but gave resistance when nurse attempted to remove foley. Pt complained of burning. Urologist came and removed foley without difficulty. No force used when removing fluid from balloon. Believed more liquid returned into the syringe which was left attached while urologist was coming. Total 8.3cc into syringe. Slip tip syringe.